Manufacturer narrative:
The suspect device was returned to the olympus service center for evaluation and the customer¿s reported problem was confirmed. The camera unit displayed no image on the monitor. The inspection also noted the cable unit of the camera is cut and leaking. The root cause of the customer reported problem is unknown, however, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during inspection before use, the camera head has a ¿no image transmission¿ problem. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.